Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited a sudden rise in impedance measurements and capture thresholds. This led the physician to suspect that the lead was fractured. The physician would consider a lead revision but would monitor the patient in the meantime. No additional information was reported.